Manufacturer narrative:
Product analysis: the device was returned for analysis. Deformation was evident to the tip material. It was stretched and some of the tip material had detached. The coil of the lumen was exposed. The distal marker band had also detached. The outer diameter (od) measurement was conducted on the undamaged section of the lumen. Maximum od measurement taken was within specification. Additional information: it was detailed that when a stent was delivered over the telescope, the telescope tip was found to be 'j curved' and not straight anymore. An attempt was made to pull out the telescope, but this was not possible and it is believed that the tip caught on calcium or the old implanted stent. Then after few pulls, the tip was detached from the telescope. The detached tip could not be removed. As a new non-medtronic stent was being deployed, the detached telescope tip was expanded together with this stent, meaning the detached tip was surrounding the expanded new stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: annex e f codes. Sections b.1, b.2 and h.1 corrected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a complex percutaneous coronary intervention one 6f telescope guide extension catheter (gec) experienced resistance during removal. The resistance was occurred with a guidewire inserted through lumen of the gec. The tip of the gec got caught during removal. It is believed that the tip caught on calcium or an old stent. The patient had had an inferior stemi with a calcified with old stent. The lesion being treated was moderately tortuous, severely calcified with 100% chronic total occlusion (cto) in the distal right coronary artery (rca). The device was inspected prior to use with no issues. The device was prepped per IFU with no issues. Resistance was not encountered when advancing the gec, and excessive force was not used. The device was not excessively torqued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Non-medtronic guidewire was used. The guidewire did not cause/contribute to the removal difficulties. The telescope was slowly pulled out, intervention was not needed. There were no kinks noted on the telescope device. The old, calcified stent was not damaged as a result of the removal difficulties. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.